Event description:
Customer reported that they did not hear an alarm on their pump, specifically a cartridge alarm referred to as alarm 8. Their blood glucose level was not adversely impacted, as it remained within a normal range. Customer technical support planned to follow up on the issue.